Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message issue was reported with the abbott diabetes care (adc) device. A customer reported encountering a "replace sensor" error message with the adc device and the customer was unable to obtain glucose readings. As a result, the customer experienced a symptom which is seizure and was unable to self-treat. A non-healthcare professional provided unspecified medication for treatment. There was no report of death or permanent impairment associated with this event.